Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2025. It was noted that the bend relief became detached during removal.

Manufacturer narrative:
Section h9: fsca number provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: model/catalog numbers corrected. Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: the evaluation of the returned heartmate 3 left ventricular assist system, serial number (B)(6), confirmed that the outflow graft bend relief was disconnected from the graft attachment. The provided information indicated that the outflow graft bend relief had been altered during implantation. The described alteration would have resulted in the outflow graft bend relief being unable to be properly engaged to the outflow graft hardware. (B)(6) was returned assembled with the pump cable severed approximately 5¿ from the pump header. A distal portion of the pump cable was also returned, measuring approximately 20¿ from the inline connector. The modular cable was returned secured to the distal end of the pump cable at the inline connector. Approximately 2¿ of the sealed outflow graft was secured to the pump cover outlet port, and a distal portion of the outflow graft was also returned. The outflow graft bend relief was returned; however, the hardware portion of the bend relief was not present and therefore the bend relief was not attached to the graft hardware. The apical cuff was not returned. Examination of the inflow cannula revealed a thin, tissue-like ingrowth along the proximal opening. The deposition was well-adhered and did not appear to occlude the blood-flow pathway. Upon disassembly of the returned pump, examination of the blood-contacting surfaces did not reveal any adhered depositions that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned pump, and the controller event and periodic log files retrieved from the returned system controller captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: extrinsic outflow graft obstruction (eogo) was observed upon examination of the returned pump. A small tear was observed in the graft material of the outflow graft less than 1¿ from the hardware. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook,, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5, under ¿de-airing the pump¿, explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 of the IFU, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 of the IFU ¿patient care and management¿ instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bend relief was removed during implantation. The bend relief was too long, and the length was adjusted. There were no patient consequences.